Event description:
The patient called lfs alleging that their one touch profile meter was prompting the not ok message upon insertion of a test strip. The patient neither alleged harm nor exprrienced injury or medical intervention. They had contacted a medical professional for advice; however, no treatment was sought. The customer service representativ e confirmed that the test strip was not removed during the test. The meter prompted the not ok message after the meter was cleaned and a retest was performed. Based on the information supplied by the patient, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable . Issue was not resolved through troubleshooting. Patient's meter and test strips were replaced.